Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited an electrogram (egm) anomaly. Each time a specific episode was selected to print, the programmer would delver an error message and was forced to reboot. This anomaly was recreated on multiple programmers. The clinician printed all other episodes and then cleared the episodes and egms as it was suspected one of the episodes was corrupted. The patient was stable and would be monitored.